Manufacturer narrative:
Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt complained of hip and thigh pain. Stem head distal tip removed replaced with rest mod stem, cut insert exchanged."